Event description:
It was reported the ventricular would not go over 10. It was also reported the case is damaged. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the encoder flex. This analysis found an electrical open caused by cracked circuit trace on circuit node used for ventricular output control.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; encoder flex is out of electrical specification and the upper and lower cases are broken. Analysis also found the battery release, ring cover, battery drawer, one side bail cover, and battery flex are contaminated. One side bail cover, one side bail is missing, one case screw, and battery drawer o-ring ares missing. One case screw is the wrong type, keyboard is scratched, lead flex cover is corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.